Event description:
It was reported that the operator moved column to top of travel, then moved longitudinally, then started to move the tube down and the column fell to the end rails of the table. The operator subsequently reported some minor muscular injury. No treatmemt was necessasry.